Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one primed sample for evaluation. Visual inspection showed no obvious defects. The sample was functionally tested by spiking the set into an in-house 1000ml solution bag containing distilled water. The sample was then re-primed successfully. The sample was then attached to an in-house primary set also spiked into an in-house 1000ml solution bag containing distilled water and flowing at the first y site. An in house 25 gauge needle was attached to the male luer of the primary set to simulate use. A flow test was performed and the sample primed and flowed normally. No obvious defects were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clearlink secondary administration set had no flow through the set. This event occurred during infusion of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.